Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after they "received wrong insulin from the pharmacy"; reason for admission was not provided. Blood glucose level was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.